Event description:
It was reported that during the implant procedure, it was noted that the proximal part of the pacing lead was bent. The lead was removed. No patient complications have been reported as a result of this event.